Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000116985.

Event description:
It was reported the patient experienced ineffective stimulation. Investigation was unable to determine which lead was at fault. Surgical intervention was undertaken during which the entire system was explanted.